Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the suture came out of the vessel at the retrieval step. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, the following additional information was received. The procedure was an aortic endoprosthesis implantation procedure. The implant was inserted at the right site. There was arterial access performed on the both sides, the moderately calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa). The arteriotomy was a 6fr and during the interventional procedure, the sheath was upsized to an 18fr sheath on the rcfa and upsized to a 12fr on the lcfa. Using the preclose technique the sutures of the first proglide device was positioned successfully in the rcfa. A second proglide device was inserted; when the plunger was removed, no sutures were attached. A third proglide device was positioned and successful. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no issues with the proglide devices placed in the lcfa.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device is not returning. A failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.